Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was capped and replaced due to unacceptable thresholds. No patient complications have been reported as a result of this event.